Manufacturer narrative:
The carefusion failure analysis lab inspected the suspect user interface module (uim) that was returned and was able to duplicate the reported issue. The root cause of the reported issue was due to low voltage from battery 1 during start up.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. Carefusion has received the suspect component and it is pending evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) is freezing. The customer reported no patient involvement associated with this event.